Manufacturer narrative:
According to the robotics coordinator, the mcs tip cover accessory was discarded by the surgical staff and there is no allegation that a malfunction of the mcs instrument had occurred. Therefore, the mcs tip cover accessory and mcs instrument are not available for return to isi for evaluation. As a result, the reported customer failure mode cannot be determined based on the current information provided. The lot of the mcs tip cover accessory is also unknown. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. The system logs reveal that the mcs instrument has been used in subsequent da vinci-assisted surgical procedures. No complaints regarding the mcs instrument have been reported to isi as of the date of this report. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, electrical energy allegedly arced through the mcs tip cover accessory while installed on an mcs instrument. However, the root cause of the alleged customer failure mode cannot be determined. In addition, there is no indication that a serious patient injury occurred.

Event description:
It was initially reported that during a da vinci-assisted hysterectomy procedure, electrical energy arced through the monopolar curved scissors (mcs) tip cover accessory installed on a mcs instrument. After the event occurred, the mcs tip cover accessory was replaced and the surgical procedure was completed. The surgeon used the same mcs instrument for the duration of the surgical procedure with no further reported issues. When the event occurred, the patient sustained a minor superficial burn to the bowel. On (B)(6) 2017, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following information regarding the reported event: the burn sustained by the patient was superficial and did not require any medical intervention. The event occurred when the surgeon first attempted to use the mcs instrument. After the surgical staff replaced the mcs tip cover accessory, the surgeon was able to complete the surgical procedure using the same mcs instrument. The surgical staff discarded the mcs tip cover accessory. Although the robotics coordinator did not actually see the mcs tip cover accessory involved with the reported event, she believes that evidence of a burn was likely observed by the surgical staff on the side of the tip cover. The robotics coordinator did not believe the mcs instrument had an issue and will not be returning the instrument back to isi for evaluation. According to the robotics coordinator, the mcs instrument has been used in subsequent da vinci-assisted surgical procedures with no reported issues. To her knowledge, the site uses a valleylab force fx generator with 30 cut and 40 coag settings. There have been no reported post-operative complications.